Manufacturer narrative:
(B)(4).

Event description:
It was reported the presence of phrenic nerve stimulation when the patient was stretched out on the left side. Upon interrogation, the lv output was 1v higher than lv threshold. No action was taken and no adverse consequences were reported. The patient condition is stable.